Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing on their implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after the changes.